Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The patient presented with dense calcified chordae. Imaging was difficult. Xtw lot: 40105a2016 was implanted first without issue. A second nt lot: 31003r1054 was then attempted to be implanted. During implantation of the nt, there was interaction with chordae and difficulty grasping. A chordal tear was observed during grasping thought to be due to interaction with the chordae. After the tear was observed, the clip was removed and the procedure aborted. The procedure ended with unchanged mr grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is due to a combination of challenging patient anatomy and of procedural conditions (poor imaging, interaction with calcified, dense chordae). The reported positioning failure is a cascading event of the difficult removal from anatomy. The reported poor imaging is related to patient anatomy per case details. The reported tissue injury and mr are cascading event of the difficult removal from anatomy. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.